Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited intermittent capture after release. While retrieving the lp, it dislodged and the helix was distended. The lp was removed and a different lp was used to complete the procedure. There were no patient consequences.